Manufacturer narrative:
Block h6: imdrf device code a150301 captures the reportable event of tip failure to separate. Imdrf device code a23 captures the reportable event of basket failure to crush stone. Imdrf device code a051104 captures the reportable event of basket failure to release stone. Imdrf impact code f1001 captures the reportable event of aborted/rescheduled procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During procedure, a trapezoid rx was used to attempt to crush a 3 cm stone but were unable to crush it. The tip of the basket did not disengage, preventing detachment of the stone from the basket. Despite using an alliance ii system and closing the basket, the stone could not be crushed. Even after the procedure, attempts to manually break off the basket were unsuccessful. The malfunction forced the team to abandon the surgery because the basket was stuck and could not be removed despite multiple attempts. Eventually, by pushing the stone back up the duct and shaking the basket free, they managed to release it. A spyglass procedure was rescheduled to retrieve the stones from the patient. There were no patient complications as a result of this event.